Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was in disconnected mode. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s power supply breaker was tripping due to a fault in drawer 4.2. A field service engineer isolated the issue by unplugging all pyxibus cables and reconnecting them one at a time while applying power. The field service engineer replaced the drawer controller board to resolve. The system functioned as intended after the field service engineer repaired the device.